Event description:
Pt was receiving iontophoresis to right wrist when the unit shut off. Pt reported getting two small shocks. Unit removed from service and sent to bio-med. Pt reported no lasting effects from the event.